Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and noted that the sensor showed "level low" when the level was not low. Inspection of the device did not reveal any physical damage. The faulty level sensor was replaced to resolve the problem and subsequent testing did not identify further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The replaced sensor has been sent to sorin group USA for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the s3 low level ii sensor did no correctly read the level during setup. There was no patient involvement